Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. The sample was received containing approximately 120 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Visual examination of the unit showed no signs of blockage in the reservoir or delivery tubing that could have caused the reported condition. Crystallized drug was also noted blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. A functional test was attempted on the unit, but flow was not possible due to the crystallized drug blocking the fluid pathway throughout the device. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Event description:
Baxter (B)(4) received a report that a folfusor had no flow during infusion. The device was filled with a solution consisting of 5 grams fluorouracil and diluent up to 120 ml. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Baxter will continue to monitor similar reports to determine if further actions are required. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.